Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that the orthopat machine had no power. No donor or operator injury or reaction noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report that the orthopat machine had no power. No donor or operator injury or reaction noted. Upon evaluation the reported problem was verified. A blood spill and a blown fuse was found inside of the device. The machine was disassembled and decontaminated. All damaged components were replaced including the power supply. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). Haemonetics (B)(4).